Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she wore her insulin pump through the MRI and received a motor error alarm. Customer's blood glucose was 190 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. Customer was assisted in performing a pump rewind and received a motor error. Customer put a new battery in the pump and had to reset the time and date due to the battery out limit alarm. Customer was having a neuropathy event prior to the MRI. Customer stated that the MRI tech did not ask if she was wearing any devices. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.